Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the AED did not pass self diagnostic check & the voice prompts are not functioning correctly.

Event description:
It has been reported that the AED did not pass self diagnostic check & the voice prompts are not functioning correctly.